Manufacturer narrative:
Product ID 3986a, lot # n258885, implanted: (B)(6) 2011, product type lead; product ID 3986a, lot # n258885, implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported that there were telemetry issues and a possible overdischarge. Two days later, it was reported that the patient wasn't using the device was much because it wasn't working as well. It was noted that the patient used the device for migraines. The reporter stated that the patient hadn't recharged the device in "a while," and had difficulty charging full. A physician mode recharge (pmr) was done and was unsuccessful. It was reported that the patient was planning to see a doctor to discuss a possible revision or replacement. A follow-up report will be made if additional information becomes available.